Event description:
It was reported that a spectrum pump alarmed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and supplemental report will be submitted.